Event description:
The customer reported to olympus, that the distal end was defective on the bronchovideoscope. The device was returned for evaluation. During the device evaluation, it was found that the probe cover was burned and melted. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. During the inspection it was found that the probe cover was burned and melted. In addition to the malfunction documented in b5, the additional non-reportable findings were as follows: the distal end was leaking. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to h4 of the initial medwatch this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely while handling the subject device, the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, a definitive root cause could not be determined. The user may detect the event by handling the device according to the following instructions for use (IFU). "Inspection of the endoscope". Warnings and cautions when using the high-energy endo therapy accessories are written in the following item. 4.3 "using endo therapy accessories". Olympus will continue to monitor field performance for this device.